Manufacturer narrative:
H10 h3, h6: the device was used in treatment and was returned for investigation. The user found an error message on screen along the lines of "camera infra red light not working properly". Case was continued with no issue. There was no serial or lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly." Upon review of the log files, it was found that the error message that appeared is indicative of an illuminator hardware fault. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The warning message is displayed when the system detects the error from the camera. The camera was replaced. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that during a tka procedure, error message read on screen along the lines of "camera infra red light not functioning properly, reduced field of visibility". Camera leds changed colour (orange). After reboot, leds normal and case carried on with no further issue.